Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 during a tubing replacement, a bezoar was found on the j tube which was removed without incident.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.